Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. However, the during the device evaluation, a broken connector was found. Based on the results of the investigation, a definitive root cause of the reported allegation could not be identified. The most probable cause of the complaint is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head had an image problem. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported, the camera head had an image problem. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.